Manufacturer narrative:
Elevated iop in the presence of a vicmo/vticmo model may occur due to: remaining viscoelastic in the posterior chamber, oversized icl with angle closure, too narrow angles/crowded ac due to small eye anatomy preoperatively, unexpected abnormal anatomy or tissue abnormalities (presence of iris/ciliary body cysts), blockage of the port by remaining viscoelastic, steroid-induced, or by inflammatory membrane, etc. There is not enough clinical information to determine the exact cause of this event. It seems the patient was susceptible to iop increase after steroids use and the anatomy of the iris/angle could have also contributed to persistent elevated iop after discontinuation of steroids. This is also supported by the fact that a pi helped to solve the issue. Based on the complaint history, work order search and medical reviewt, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the surgeon decided to perform a peripheral iridotomy (yag laser) and the problem was resolved. The patient is doing fine.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's right eye on (B)(6) 2014. On (B)(6) 2014, the patient's iop elevated with low to normal vault post-op, then iop went back to normal for same time. Lately the iop has risen to 40 mm hg.the physician is maintaining elevated iop with medication. On patient's last doctor visit on (B)(6) 2014, ucva:20/30. Lens remains implanted. A supplemental will be submitted if any new information is made available.

Manufacturer narrative:
(B)(4): evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4). Remains implanted.